Event description:
On (B)(4) 2012, customer reported a bloody fluid leak under the lh750 instrument while troubleshooting a differential vote-out problem. Customer stated that the source of the leak appeared to be diluted blood coming from the needle bellows and waste line. Approximately 10 ml of the fluid leaked. Customer stated that they resolved the leak by trimming and replacing the waste line, however, differential and retic high backgrounds persisted after purging and cleaning the flow cell. Service was dispatched. Field service engineer (fse) inspected the instrument and replaced the tubing at the stain pump and the cable at j20. Instrument was verified with controls and samples. No other issues were observed.

Manufacturer narrative:
(B)(4).